Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not deliver the full bolus requested. The customer's blood glucose (bg) level was 187-300 mg/dl. Review of the pump data log by tandem technical support verified the bolus was delivered accurately and pump was working as intended. Customer maintained belief that pump was not delivering enough insulin.